Event description:
It was reported that during follow-up, inappropriate auto mode switch episodes due to atrial lead noise were noted. The physician suspected electromagnetic interference and no intervention was performed. All other electrical values were in range. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.